Event description:
It was reported intermittently that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.